Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a screw broke. A portion of the screw was stuck in the patient's bone and could not be removed, therefore remains in the patient's body. No adverse patient consequences were reported. Requests for additional information were made to no avail.